Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 90% stenotic lesion was located in the moderately tortuous left anterior descending artery. The physician advanced the 2.75x38mm taxus liberte stent to the lesion and was unable to cross. Upon removal it was noted that the stent got lifted. The procedure was completed with a different device. No complications were reported and the patient's status is reported as good.

Manufacturer narrative:
Device evaluation: examination of the returned device observed contrast and blood in the distal and midshaft of the device and revealed that rows 1, 2, 13, 14 and 20 of the distal struts were damaged and extending back up to 90 degrees. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
Was reported that during a coronary stenting treatment procedure, stent damage occurred. The 90% stenotic lesion was located in the moderately tortuous left anterior descending artery. The physician advanced the 2.75x38mm taxus liberte stent to the lesion and was unable to cross. Upon removal it was noted that the stent got lifted. The procedure was completed with a different device. No complications were reported and the patient's status is reported as good.